Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that nurses provided the feedback that pumps were experiencing errors and disconnects. This was reported to bd representative during site visit. There was no information on patient involvement.

Event description:
It was reported that nurses provided the feedback that pumps were experiencing errors and disconnects. This was reported to bd representative during site visit. There was no information on patient involvement.

Manufacturer narrative:
Omit : c20 - no findings available, cause not established.